Event description:
On january 26, 2012, the lay-user/patient contacted animas alleging a large prime volume issue with the pump. The patient did not allege any harm or injury because of the alleged issue. The alleged product issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The alleged issue was not resolved with troubleshooting. The pump was replaced. The pump was returned to animas on 2/23/2012 and evaluated by product analysis on 3/9/2012. The following findings were observed: the events of large prime volumes were observed in the history download. When the load step was activated, the piston continued forward until a no cartridge alarm was executed. The force sensor calibration was measured and found to be out of specification. The force sensor was removed and tested, and the resistance was found to be out of specification. Visible evidence of contamination was found around the shim. Based on the information provided, this complaint is being reported due to the defective force sensor found with the evaluation of the pump. There is no evidence, however, that the alleged issue contributed to a serious injury.

Manufacturer narrative:
Follow-up #2 (4/3/2012): correction/removal report number: 2531779-03/24/2010/003-r.

Manufacturer narrative:
(B)(4)